Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had under delivery. Blood glucose was 16 mmol/l,24 mmol/l and treated with injection. Customer was performing high pressure test but it was failed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6) 2019.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08715 inches. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.